Event description:
It was reported during implant that the patient experienced perforation, tamponade and pericardial effusion. The leadless implantable pulse generator (ipg) exhibited a pacing problem, increased thresholds and low impedance. The ipg was replaced and turned off the next day. Further high thresholds and low impedance were also noted with no capture on the replacement ipg. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.